Event description:
The complaint was reported for abutment part #02065-sb. Dr. (B)(6) said when placing the abutment the threaded part that screws into the implant broke off. Additional information was received from the doctor as: no intervention or surgery was performed to remove the broken abutment or implant and doctor was forced to place another implant surgically adjacent to the previous implant in order to place another locator.